Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on resetting the pump and assisted in the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappears.